Manufacturer narrative:
(B)(4) : investigation methods: the user's bipolar blade bb2000sa was received in for evaluation. Visual inspection and microscopic observation was performed to check for damages. - reconfirmation of complaint failure: we confirmed that the inner blade was damaged at the distal end and the outer blade was partially deformed. -other defect that has been found during investigation: none. -whether the device meet specifications?: the subject device was damaged and could not be reused anymore. It doesn't meet with the specification. -other investigation result. N/a. The relationship of the device to the reported incident or adverse event.(in case of pae): the bipolar blade broke off and the fragment fell into patient. The reported adverse event is associated with the subject device. Conclusion summary: the exact root cause for the damage could no be determined. Metal blade is unlikely to break or chip due to resection of soft tissues, polyp. It's assumed that the outer blade was damaged by handling mistake, bumping against other equipment. It causes stress or restriction to spinning of the inner blade, resulting in damage. Comments to customer or originator/sales-bc: no manufacturing deviation was detected through our investigation. No similar complaint has been reported in the past. Frequency of occurrence is low. However, we will monitor the trending to see if action is required. Classification of response: final.

Event description:
The 1.5×1.5 mm bb2000sa. From (B)(6) translate: about 1 hour of use to remove nasal polyps, around the time I stepped on the foot switch, about 1.5 × 1.5 mm square of the inner blade tip, along with metallic sound, dropped into the operative field. Collected quickly, resumed the procedure using spare bb 2000 sa and completed. There was no effect on the patient.